Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 2 days of data ((B)(6) 2024 per the timestamp). The log file captured pump stop events on (B)(6) 2024 from 18:50:26 to 18:50:38, from 22:35:59 to 22:36:02, and on (B)(6) 2024 from 08:09:02 to 08:09:04, and from 18:05:26 to 18:05:36 that were associated with the driveline being disconnected. The pump regained the set speed without any issues each time that the driveline was reconnected. No other notable alarms were observed in the log file. The pump maintained a speed within the lsl without issue while the driveline was connected. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17sep2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that interrogation showed two instances of driveline disconnect, pump stop, and low flows. The event log file showed 4 periods of lvad off events. A couple of these appeared to have occurred shortly after the patient switched power sources. These events may be caused by a loose connection at the modular cable connector.